Event description:
It was reported that a user unlocked the device to make sure it was working and pulled it about ½ of the way out of the vehicle. The lifting arm unlocked and hung down limply. The device fell into his users hands and he injured his biceps muscle and tore a tendon. Attempts are being made to gather additional injury and treatment details from the user facility.

Event description:
It was reported that a user unlocked the device to make sure it was working and pulled it about ½ of the way out of the vehicle. The lifting arm unlocked and hung down limply. The device fell into his users hands and he injured his biceps muscle and tore a tendon. More information regarding the injury could not be obtained due to the data policy and privacy. The device was evaluated and no defect was found.

Manufacturer narrative:
Section h codes updated